Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not turn on. During troubleshooting, the rse found that the system would not start after pressing the power button because of a hospital mains failure. The customer performed a wall reset, set the power on, and restarted the system. After that, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur, which can cause the azurion system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.